Event description:
It was reported that during a laparoscopic hepatectomy procedure, 3 devices were used in this operation. With the first device, the replace light illuminated. When the 2nd and 3rd devices, the electrode separated. When the patient was x-rayed after the operation, a fragment of something was found inside the patient. The size was almost same as a clip. No device will be returning. At this time the piece is not being retrieved. Biocompatability information was sent.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. The x-ray shows the electrode in the patient. The dvds show: the second device was clearly ceramic electrode separation, dvd no.5 time 1:38:40 and the third device - this is the device where it appears the electrode separated and fell off. Dvd no.7 time 01:30.